Event description:
During the device evaluation, the flex deflectable videoscope was found to exhibit image noise. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the observed noisy image issue was found to be the result of a damaged charged-coupled device (ccd) imaging unit. A definitive root cause of the damaged ccd could not be determined; however, the issue was likely due to component failure/degradation as a result of excessive stress due to device handling/repetitive use and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.